Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00091 a facility reported an eleven year-old patient with an extensive medical and surgical history presented with new syrinx, underwent a redo chiari and since they thought he was over shunting from his certas (unknown ID-without siphonguard), they decided to transition him to a siphonguard on (B)(6) 2024 ((B)(6)) . The patient then presented on (B)(6) 2024, with a subgaleal fluid collection and a broken valve. When they exchanged him to a new valve, they drilled a trough for the valve in his calvarium, so now the valve sits in a wall of bone. He is nonverbal autistic and does have self-hitting behavior. They are not sure if he broke his valve. The broken valve was removed and replaced on (B)(6) 2024, with another new (B)(6).

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 7242876, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected, the valve dirty by the biological debris. The siphon guard was damaged, a cut mark was noted on the siphon guard. The valve was hydrated. The valve passed the test for programming and pressure. The flush, leak, reflux and siphon guard tests could not be performed as the siphon guard was damaged. Root cause analysis - the root cause for the issue reported by the customer is due a sharp or pointed object coming into contact with the valve or atypical handling, as noted in the surgical procedure precautions section in instruction for use (IFU), silicone has a low cut/tear resistance.